Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that air bubbles were noted in the cartridge pigtail line. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, a bolus delivery was performed to confirm insulin delivery was occurring normally.